Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their spinal cord stimulator did not work at all. The patient stated that they got no help from the manufacturer and it was dreadful. No patient symptoms were reported and there were no complications. Indication for use is unknown.